Event description:
It was reported that during an onsite proactive remote monitoring callback, there were 23072 errors on the z-axis of both universal surgical manipulators (usms) 2 and 4. Field service engineer (fse) replaced the set-up joint (suj) 2 and 4 proximal harnesses and was no longer able to replicate the issue on either usm. There was no report of patient involvement nor patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found 23072 errors on the z-axis of both universal surgical manipulators (usms) 2 and 4. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.